Event description:
It was reported that pen ndl 32ga 4mm 14bag 700case jp cannula breaks. This occurred on 18 occasions. The following information was provided by the initial reporter: the patient is complaining that the needle npe breaks easily. This patient has been operating injections for a long period of time and has recognized that the pen needle should be attached on the straight to the pen.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: h6: investigation summary: eighteen open 32g x 4mm pen needle samples and four photos were returned from an unknown lot. No., cat. No. 320136.visual examination was carried out on the returned samples and photos and a bent non patient end of cannula was observed on sixteen samples and a broken non patient end of cannula was observed on one sample. No issues were observed on the remaining one sample. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. H3 other text: see h10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that pen ndl 32ga 4mm 14bag 700case jp cannula breaks. This occurred on 18 occasions. The following information was provided by the initial reporter: the patient is complaining that the needle npe breaks easily. This patient has been operating injections for a long period of time and has recognized that the pen needle should be attached on the straight to the pen.